Event description:
Additional information received: the patient was "incubated" in the intensive care unit (ICU).

Event description:
It was reported that the patient was found unresponsive, found to be overdosed and had medication removed from the pump. The patient had fallen on either (B)(6) 2012 or (B)(6) 2012 (date was unclear), and due to the fall had to visit the hospital. The patient was getting ready to be discharged when the healthcare provider (hcp) found the patient unresponsive and had to 'code' the patient. It was later reported that while the patient was in the hospital from the fall, the patient was in a 'lot of pain' and that a 'programming error' was performed by the hcp, therefore the patient became unresponsive. It was not reported what type of programming error occurred or the amount of planned medication increase. The pump was then turned off and narcan was administered. Following the narcan administration, the patient became verbal and responsive. On (B)(6) 2012, the hcp removed the medication from the pump and replaced it with preservative free normal saline (pfns). The hcp believed that while the patient received pump therapy, the patient had become drowsy, lethargic and off-balance, therefore causing the fall. The hcp was 're-evaluating whether or not to continue therapy' and was going to leave the pump programmed at minimum rate with pfns until a decision was made. As of (B)(6) 2012, the patient was back at the nursing home and was 'doing well'. She was being managed with oral medication while the pump therapy was stopped. The dose and concentration of medication in the pump at the time of the event were bupivacaine concentration of 30mg/ml and a dose of 13mg/day, and sufentanil concentration of 345mg/ml at a dose of 160 mg/day.

Manufacturer narrative:
Product ID 8840, lot/serial# unknown, product type programmer, physician product ID 8709, serial# (B)(4), implanted: 2006 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient went into cardiac arrest during the event. The patient had not used the pump since the event; the pump remained filled with saline.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was seen by the healthcare professional (hcp) (B)(6) 2014 and on (B)(6) 2014 the patient went to the hospital due to a fall. The hcp was consulted "due to a possible break." The patient's chart stated that on (B)(6) 2014 the patient experienced cardio pulmonary arrest after reprogramming and the patient was transferred to the ICU. The pump was reportedly stopped. The hcp did not have record of what occurred during the reprogramming or why the reprogramming was done. It was unknown what caused the cardio pulmonary arrest.